Event description:
It was reported that during a cholecystectomy procedure, a staple malformed, ejected from the device, and dropped off the jaw. Another device was used to complete the case. There were no adverse consequences to the pt.